Manufacturer narrative:
The surgeon reports pt has a good prognosis with current treatment. The device remains implanted, therefore, not available for eval. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based in current info, the root cause of the event cannot be determined. Inspection and test records indicate that the released lenses from this lot conformed to specifications. The surgeon commented that the floppy iris might have been a factor in the event due to the complicated procedure.

Event description:
Fibrin was observed 44 days after mi60g implantation. Pt was treated post-operatively with antibiotics and anti-inflammatory medication.